Event description:
It has been reported to philips that the system gave a memory full error, which could impact imaging. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was completed as planned by using fluoroscopy. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system had insufficient disk space. Rse restored the writing path on the image disks. Review of the system log files showed the cause of the issue was disk bay in the image processing pc (ippc). Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction z-1151-2024. Since the issue was intermittent, the three hard disk drives (hdd) need to be replaced in the ippc. To resolve the issue, the three hdds in the ippc were replaced, the operating system was reinstalled, the ippc database was restored in another work order, and the system was returned to good working condition. The codes were updated based on the investigation outcome.